Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed, however the assignable root cause could not be determined. A review of the service history record indicates that the device has been serviced for a service condition that is relevant to the current reported condition. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air reamer device was leaking air, the housing was damaged and had low power. It was further determined that the device failed pretest for general condition, check power with power test bench and check for air leak. It was noted in the service order that the device hose did not seal well and the air went past the connection. It was reported that the hose worked with another air reamer device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.